Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified. Additional patient information: diagnosis; breast cancer, (B)(6).

Event description:
It was reported that the tubing set filter leaked during a taxol infusion. The tubing set was clamped and the chemotherapy spill was cleaned up.

Event description:
It was reported that the tubing set filter leaked during a taxol infusion. The tubing set was clamped and the chemotherapy spill was cleaned up.

Manufacturer narrative:
Correction date received by manufacturer previously reported as 7/26/2019.

Manufacturer narrative:
This supplemental is created to revise the cfn and global aware date back to 07/26/2019 as initially stated.

Event description:
It was reported that the tubing set filter leaked during a taxol infusion. The tubing set was clamped and the chemotherapy spill was cleaned up.